Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the electrodes and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the malfunction. Replacement electrodes were shipped to the customer. No trend is associated with reports of this type.